Event description:
The needle tip broke off in the left lymph node. The patient was sent to surgery. The surgeons were unable to retrieve the broken piece and it was left in the lymph node as the surgeons decided that there was no threat of the segment migrating. No further adverse effects to the patient have been reported.

Manufacturer narrative:
This complaint is related to an echo-hd-25-ebus-p device of an unknown lot number. The echo-hd-25-ebus-p device involved in this complaint was not available to be returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. A possible cause of this complaint is that the needle bent during use resulting in needle breakage. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the needle is advanced/retracted during the procedure it is possible that the kink resulted in a breakage. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo-hd-25-ebus-p devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for the echo-hd-25-ebus-p device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. The notes section of the instruction for use that accompanies this device instructs states that, "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The needle fragment remains in the patient. The surgeons decided it was not a threat to migrate so they did not remove it. No further adverse effects to the patient have been reported. Complaints of this nature will continue to be monitored for potential emerging trends.